Event description:
Hung a bag of amiodarone. A foreign body was noticed when the infusion pump started to beep. It was difficult to see but looked like piece of cardboard. Pharmacy determined it was not from the amiodarone but from the IV tubing itself.the object looks like a piece of cardboard that is in the IV tubing below the check valve, which leads us to believe that it was in the IV tubing and not the amiodarone drip. If the floater had come from the drip it would have probably been caught in the check valve. Also there is no cardboard allowed near the hood in the or IV room, and both the tech and pharmacist involved did check for floaters prior to the drip being dispensed. Per the or staff, they use the baxter clearlink system continu-flo solution set 2c8537a which is 109 inches with 3 luer activated valves.what was the original intended procedure?normal sterile procedure of infusion.